Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was unpacked on an unknown date. According to the complainant, during unpacking, a strand of hair was noticed inside of the sterile package. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. There was no patient or procedure involved with this event.

Manufacturer narrative:
(B)(4). Investigation results. A visual examination the returned resolution clip device noted that the device was returned in its original unopened packaging. It was noticed that a strand of hair, approximately 3 inches, was inside the sterile package. The clip prongs were opened within specifications and the clip assembly was actuated and deployed. Based on the condition and evaluation of the returned device, the most probable root cause is supplier manufacture. The product likely failed to meet the specification due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was unpacked on an unknown date. According to the complainant, during unpacking, a strand of hair was noticed inside of the sterile package. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. There was no patient or procedure involved with this event. Additional information received on june 18 2016. The resolution clip device was unpacked on (B)(6) 2016.

Manufacturer narrative:
Mfg site name - (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was unpacked on an unknown date. According to the complainant, during unpacking, a strand of hair was noticed inside of the sterile package. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. There was no patient or procedure involved with this event. Additional information received on june 18 2016. The resolution clip device was unpacked on (B)(6) 2016.